Manufacturer narrative:
Concomitant medical products: as insert shoulder generic, catalog no# unknown; lot no# unknown, as cup shoulder generic, catalog no# unknown; lot no# unknown. Therapy date: (B)(6) 2018. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on an unknown side and underwent revision surgery due to luxation slight wear and hematoma.

Manufacturer narrative:
Device history records (DHR): the DHR check could not be performed as the lot number was not available. No trend analysis could be performed as no item number is available. Event summary: the patient underwent a revision surgery of the right shoulder prosthesis on (B)(6) 2018 due to dislocation and hematoma. Review of received data - x-rays dated (B)(6) 2018 right shoulder with upper arm elbow joint ap: condition after implantation of a cemented long stem prosthesis. The cerclage was left as compared to the preliminary x-ray; it is intact. Distinct bonefree dehiscence between the diaphyseal and metaphyseal bone fragments. Implant-near radiolucency zone lateral and medial in the area of the metaphyseal bony fragment. Below the tip of the stem, supracondylar recognizable, larger cement outlet ventrolateral. In the area of the visible glenoid component, radiolucent line at the proximal part of the inferior screw. X-rays dated (B)(6) 2018. Right shoulder ap / neer-view: anterior dislocation of the shoulder prosthesis. Cerclage intact at the upper portion of the diaphysis. The proximal bone fragments in the area of the metaphysis are no longer attached to the stem. No abnormalities in the area of the glenoid, the radiolucent line in the area of the lower glenoid screw visible on the previous x-ray on (B)(6) 2018is not recognizable in this projection. - revision surgery report dated (B)(6) 2018 indication/diagnosis: after implantation of the inverse long shaft prosthesis right on (B)(6) 2012 with progressive consolidation of the proximal humerus and neuropathy of the axillary nerve in the right emg since (B)(6) 2012 clear restriction of movement and increasing shoulder pain on the right side. In the context of a new presentation 5.5 years postoperatively, recognizable disconnection of the humeral component, therefore indication of a timely revision surgery with implantation of a long stem prosthesis with planned whereabouts of the glenoid component. Intervention: replacement of right prosthesis with cemented long stem prosthesis (15, standard metaphysis, inlay 36-0, palacos, vacuum). Operation: after opening the deltopectoral interval with access to the prosthesis, resection of a pronounced metallosis with capsule. Mobilization and attachment of a 2-3 cm fragment with attached pectoralis major tendon, bonding of the underlying subscapularis with lesser tuberosity fragment and posterior of the tubercle major fragment. The loose stem is removed together with the metaphysis, intense following debridement, sonification and diverse sampling for microbiology assessment. Fixed glenoid component. Circular debridement of the metallosis around the glenoid component. Change to the stem. Drilling up the shaft with ascending size with the reamer 7-12. Rinse with jet lavage. Measurement of reuired prosthesis length. As already planned preoperatively it shows 6.5 cm from the cerclage measured to the cranial stem end. This extension with a 15-stem can be realized. Cementing (palacos 3rd generation) of the stem. Final trial reduction with 0 pe. Good tension achieved. Circular fixation of the fragments around the stem without direct anchoring to the prosthesis. Revision surgery report dated (B)(6) 2018. Indication/diagnosis: atraumatic anterior right shoulder dislocation from (B)(6) 2018 the patient has not noticed this, but has had a secreting wound in hematoma ever since. Therefore, the decision for open reduction and revision was made. Intervention: shoulder tp revision with hematoma removal, change of metaphysis to increased metaphysis and refixation of the greater tubercle-fragment. Intraoperatively: before incision, joint puncture for microbiological evaluation. After clearing of a 1 liter large hematoma, the fixation of the tubercula and the approach of the pectoralis major seen to be torn off, prosthesis additionally dislocated with slight wear on the inferior inlay. Situtation stable after knocking out the metaphysis and trial reduction with increased metaphysis, subsequently implanting a 9 mm + metaphysis and 36-0 inlay, circular refixation of the greater tuberculum fragment around the stem, no repair of the pectoralis major tendon to prevent a ventral pull. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis article number is unknown. Thus, it is not possible to perform a meaningful root cause analysis of the reported event. However, all possible causes related to the issues reported are listed in the dfmea which is available for every zimmer biomet implant and is continuously monitored and updated. Conclusion summary patient undwerwent revision surgery due to anterior dislocation of the prosthesis and hematoma after 8 days in-vivo time. During the surgery it has been noticed there was a slight wear of the pe insert as well. During the revision surgery humeral cup and insert were revised. Review of the device history records for the product could not be performed as no ref/lot identification was possible. Most likely root cause of the dislocation event is instability of the prosthesis due to not appropriate size selection of the implants. Possible reasons for the observed wear of the pe insert include notching and incorrect orientation of humeral cup in stem. However, what ultimately led to the anterior dislocation of the cemented long stem prosthesis and pe wear cannot be reliably assessed on the basis of the available documentation. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4)> the following reports are associated with this event: 0009613350-2018-00685, 0009613350-2018-00686.

Event description:
It was reported that the patient had a revision surgery approximately one week post implantation due to luxation, slight inlay wear and hematoma. Attempts to obtain additional information have been made; however, no more is available.